Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, during the surgery the anchor was broken off. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and picture provided by customer. Visual analysis of the returned device, determined that the potion of the anchor was broken and detached form the inserter shaft. In addition, the anchor didn't present any evidence of debris. When observed the anchor under magnification, no structural anomalies could be noted. In other hand, the cover handle, suture card, suture gripper, double barrel didn't received. A manufacturing record evaluation was performed for the finished device lot number: 6l84347, and no non-conformances were identified. The compliant can be confirmed. Based on the information currently available. Product evaluation of the returned device indicates that this failure could be related with off axis insertion or levering during insertion. As per IFU-111119, indicate the instructions for user to handle the device at the insertion phase. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during the reduction and fixation of tibial tubercle fracture procedure on (B)(6) 2021, it was observed that the anchor device broke off. All the broken pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.